Event description:
A report was received that a patient's precision system was explanted due to the ipg reportedly getting hot. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices were not returned to bsn as they were discarded by the medical facility.